Event description:
Hcp reported patient developed redness, swelling and drainage with device pocket erosion. The patient underwent culture of head, results unknown. The patient underwent explant of the deep brain stimulation device, date unknown. Reporter did not state current patient status.